Event description:
The account alleges the patient's daughter found the patient on the floor. She allegedly fell out of the bed. Nurse claims she set the patient position module and it did not alarm. No injury reported.

Manufacturer narrative:
The technician investigated the alleged incident and tested the bed and found no issues with the bed exit system. The bed functioned as designed. The nurse stated she was not sure if the bed exit was set or just did not work. No injury reported.